Event description:
Independent repair center: customer alleged noisy unit and the key failure is the heat exchanger has a worn hole. As stated on the repair statement additional malfunction on this device: on/off switch short circuit.